Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes are not able to be filled all of the way thus resulting in underfill. The tubes stop drawing blood and they have to change to a new tube to successfully collect the sample."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes are not able to be filled all of the way thus resulting in underfill. The tubes stop drawing blood and they have to change to a new tube to successfully collect the sample."

Manufacturer narrative:
H6. Bd received 1 photograph from the customer in support of this complaint, showing an unused shelf pack. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the retained sample¿s test results. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.